Event description:
I had ordered this solution to help cleanse an open transmetatarsal amputation that occurred on (B)(6) 2021. It had gone really smooth until (B)(6) 2022. The wound started showing signs of infection and opened back up. In (B)(6) 2023 became septic from a bone infection in the foot and had to have a guillotine amputation of the foot to make sure the infection was stopped. On (B)(6) 2023, had to have below knee amputation. If I had known that the saline wasn't sterile as it stated on the bottles, I would have never used it. I am now on ssdi (social security disability insurance.) Medassist.